Event description:
The device was used during an appendectomy procedure. Reportedly, the anterior and posterior wall of the aorta were cut. The surgeon converted the procedure to a laparotomy. The surgeon repaired the site and the pt is in a stable condition.

Manufacturer narrative:
7/3/97-supplemental report #1 submitted to FDA. The exact manufacturing site could not be determined as the production lot is unk.